Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump button was unresponsive. The customer's blood glucose level was 128 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the act button on the insulin pump was hard to press; they had issues with the insulin flow blocked and also they were not able to get the battery cap removed off the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.